Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was blood in the inflation lumen. There was a pinhole in the balloon material on the proximal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured and the pressure did not increase. The device was completely removed from the patient and the procedure was completed with another 2.50mm x 12mm nc emerge® balloon catheter. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured and the pressure did not increase. The device was completely removed from the patient and the procedure was completed with another 2.50mm x 12mm nc emerge® balloon catheter. No patient complications nor injuries were reported.